Manufacturer narrative:
Steris received confirmation that the instrument present during the time of the reported event was not used in a patient procedure. Steris performed in-service training on the importance of wearing proper ppe. Upon completion of the investigation and determination that no medical treatment was sought or administered, no procedural delay or cancellation occurred, and all instruments were reprocessed before use in a patient procedure, steris concluded this event does not meet our medical device reporting requirements.

Event description:
The user facility reported that an employee was manually disposing s40 sterilant concentrate and observed redness on his knuckles. He rinsed the affected area with water and no further medical treatment was sought or administered. The employee missed no time from work.

Manufacturer narrative:
A steris service technician arrived onsite and spoke with the employee subject of the reported event. The s40 cup was removed after a processing cycle completed. The employee took the cup out and over to the sink and attempted to shake out residual sterilant. In this process, he detected sterilant odor and observed redness on his knuckles. The technician observed the affected area as red and was told by the employee that a couple of blisters had appeared after contact. The employee stated to the technician that he knew he should have been wearing ppe during the time of the reported event. Steris is awaiting confirmation if the instrument present at the time of the reported event was reprocessed before use as stated in the operator manual. The operator manual states (pp. 7-13), "if the sterilant container is not empty, then the load cannot be considered liquid chemically sterilized. Refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for a partially filled container and the required use of additional personal protective equipment (ppe)." The operator manual further states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any others protection required by facility procedures." The technician inspected the system 1e tray and observed a cracked aspirator probe. The aspirator probe was observed to be brittle and yellowed. The technician replaced the aspirator probe, initiated a processing cycle and confirmed the system 1e to be operating properly. The system 1e was confirmed to be operational and the s40 cup to be empty. The operator manual states (pp.9-2,) "on a daily basis to check the aspirator assembly, specifically probe lumen clear and no cracks or chips." Steris quality contacted the account manager to offer in-servicing training.